Event description:
It was reported that the pt experienced an overdose and was in a coma; the "pt was unresponsive when they went to wake her up in the morning for school." There were no alarms. Pump programming was correct along with the correct concentration, drug and dose. The pump had been refilled the previous day and there were no issues accessing the pump. At the time of the refill the expected residual volume was 5 ml and the actual residual volume was 1 ml. The pump was stopped. The pt experienced withdrawal symptoms. Pump volumes were checked following the event and there were no discrepancies. A dye study was performed and no problems were found. The pump was used to deliver compounded baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).